Event description:
It was reported that the device was used during an unknown procedure. It was reported that the stapler was being closed on a bronchus when it fractured at the handle adjustment knob before the indicator was on range. The stapler had to be broken apart to remove it from the pt.